Manufacturer narrative:
Follow-up is not possible with the initial reporter; therefore, additional event, product, and/or patient details are not attainable. The reason for reoperation is: suspected deflation.

Event description:
Allergan aesthetics received a report via nbir of a "suspected/actual [...] Deflation." This record is for the right side. The device has been explanted and replaced.